Event description:
The patient had a new crt-d implanted. He was 'dependent' on the pacing. He died unexpectedly at home the day after the implant. The device had no obvious defect. The leads were connected to the crt-d and were in place and there was no effusion (per autopsy). We do not have the interrogation analysis.relevant medical history: severe cardiomyopathy and heart failure; atrial fibrillation.